Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: precautions: if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. When using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. Ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Potential adverse events as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device. Loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction. Pressure necrosis of rectal or anal mucosa. Infection. Bowel obstruction. Perforation of the bowel. Rectal bleeding. Rectal tear. O ulceration of rectal/anal mucosa. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: b, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had potential pressure injury while using dignishield stool management system. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had potential pressure injury while using dignishield stool management system. It was unknown what medical intervention was provided.